Event description:
It was reported, the patient had a sore pocket. It was noted, the patient was in a bad car accident and since then had a sore pocket in lower left buttock area. It was noted, the patient had a lumbar MRI done. It was reported, the patient was still having problem with their stimulator depleting rapidly. It was noted, the stimulator was not charging, it was clarified that the device does charge but depletes rapidly and can¿t keep the charge. The battery depletes from full to empty in one day and this had been happening since an auto accident. The zero contact was noted as open. The representative was able to program around the contact but the battery continues to deplete in one day.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicated that the 0 electrode was over 10,000 ohms and the programs with that electrode were not giving the patient the coverage needed. It was stated that patient's battery was fully charged the night before the appointment with manufacturer representative and at the appointment it was almost depleted. Reprogramming around the electrode was done and it was possible to achieve coverage. It was stated that, since the office visit, the patient had "severe migraines and because the battery kept depleting the headaches were coming back." It was also stated that the battery might be replaced.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 3776-75 lot# serial# (B)(4), implanted: 2008 (B)(6); product type lead product ID 37752 lot# serial# (B)(4), implanted: 2008 (B)(6); product type recharger product ID 3708120 lot# serial# (B)(4), implanted: 2008 (B)(6); product type extension product ID 3708120 lot# serial# (B)(4), implanted: 2008 (B)(6); product type extension product ID 3776-75 lot# serial# (B)(4), implanted: 2008 (B)(6); product type lead product ID 37743 lot# serial# (B)(4), implanted: 2008 (B)(6); product type programmer, patient. (B)(4).

Event description:
Additional information reported that the patient charged their implantable neurostimulator (ins) more than expected and that they experienced a loss of therapeutic effect with no stimulation sensation due to the low battery. Specifically, the patient charged the ins for 4 hours and then would deplete in 1 hour upon turning the device on. In addition, it was reported that the ins was not responding to the recharger unit. It was noted that this issue had occurred since a car accident a year ago. Impedance testing could not be performed due to the ins being in a discharged condition. The patient stated that they had tried to charge the night previous and that they did have stimulation yesterday. The patient performed a 60 minute timer physician mode recharge (pmr) procedure and saw a ¿call hcp¿ screen (no code reported). The patient stated that no one had instructed them to do a pmr but did remember how to do the procedure when they were in the physician¿s office back in (B)(6) 2013. It was noted that back in (B)(6) 3 pmr procedures were performed. The patient noted that back in the fall of 2012 that an overdischarge condition had occurred. An open circuit (>10,000 ohms) was confirmed on contact #0. The patient was instructed to charge their ins when they got home and was to call the manufacturer¿s representative if any error code was seen (i.e., with ¿call hcp¿ screen). If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had his spinal cord stimulator removed after the previously reported car accident that occurred 2 years prior to this report. It was noted that the patient had only used his device when he needed to. He would turn it on and off and it was noted to be overdischarged at the time of the accident. It was stated that he had overdischarged it "multiple times" and wasn't told he needed to recharge his device. Follow-up was performed to determine when the patient's device was explanted and how the patient had recovered. This event will be updated if additional information is received.